Event description:
It was reported that, during patient use, the ventilator touch screen became inoperative. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)